Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported patient that developed endophthalmitis about 6 weeks following xen®45 gts implantation. Affected eye unknown.

Event description:
Additional information reported that the affected eye is left eye. Treatment was provided as vitectomy, intravitreal antibiotics, topical and oral antibiotics.